Manufacturer narrative:
Continuation of d10: product ID redr01 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the programmer head was applied to the implantable pulse generator (ipg) the patient experienced syncope. The patient was hospitalized. A programmer head was applied to the ipg two again and the patient experienced syncope. It was also reported that the ipg exhibited low battery voltage. It was further reported that the patient had reached elective replacement indicator (eri) and it was unclear if the battery depletion was premature. The ipg was explanted and replaced. The programmer remains in use. No further patient complications have been reported as a result of this event.